Event description:
It was reported that the pulse generator could not be interrogated since telemetry could not be established. Although requested, no final patient outcome was provided. It was discussed that the device be replaced.